Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The manufacturer's field service engineer (fse) performed troubleshooting. The fse found the customer was using service manual revision g and was looking for flow change from 10 to 30. The customer was sent service manual revision j and advised that the tolerance is now 8 to 30. The customer had a reading of 8. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed air delivery/flow accuracy test. There was no patient involvement.